Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. In addition to the reported in b5, the device evaluation findings were as follows: due to a crack on light guide connector, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, adhesive on bending section cover rubber had a chip, bending section cover rubber had a scratch, and the control unit, grip, right/left lever, up/down plate, right/left plate, switch 1, angulation lever, light guide cover glass, video connector, video connector case, and the universal cord all had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an unstable image when operating the down angle. No patient harm was reported with this event. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Due to damage on charged coupled device (ccd) unit in the endoscope connector, the color tone of the image was not proper. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.